Event description:
The customer stated that she had a blood glucose reading of 408 mg/dl, followed by a reading of 135 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
The lot number provided does not exist, so it was not possible to determine a manufacturing date.